Event description:
It was reported that during the implant procedure, the physician accessed the patient's vein using an inner catheter and a guidewire. It was noted that the guidewire went to an unexpected location in the target vein and the physician believed it was a sub-branch inside the vein. A lead was then introduced and did not capture on any vector. When the physician was ¿fishing¿ for a new branch to place the lead, they noticed that the wire was not in the same vein. The physician then elected to do a puff of contract and saw the contract diffuse. The inner catheter was removed and it was observed that the patient¿s blood pressure had dropped and the physician did an emergency pericardiocentesis which was successful. It was noted that the physician suspected that the inner catheter was the cause of the pericardial effusion and a perforation was also observed. The operation was then aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.